Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from the reservoir into the plastic outer packaging. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the device contained fluorouracil. H4: the lot was manufactured from february 09, 2023 ¿ february 10, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo noted there was a pool of fluid inside the device bottle which suggested leak. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined. The possible causes of the condition may be due to manufacturing or use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.